Event description:
Complainant alleged that the medics were treating a pt with vital signs absent. The medic delivered one, 200 joule shock to the pt. The medic again monitored the pt's heart rhythm, and determined that the pt was presenting a ventricular fibrillation heart rhythm. The medic then administered a second shock to the pt at 300 joules, but the device discharged on its own, without the discharge buttons being depressed. The medic then obtained another device to defibrillate the pt, while continuing to monitor the pt's heart rhythm with this device. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.